Event description:
It was reported that the patient had the stimulator implanted five years ago. The patient had the system removed three days before reported event date. It was noted that the entire system was removed with the exception of a silicone anchor. It was initially reported the explant was not related to the therapy but the stimulator was not helping the patient symptoms. It was further reported that the airport security was ¿a bit of a hassle¿ so the patient decided to have the system explanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID neu_silicone anchor, lot # unknown, product type accessory. (B)(4).